Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated procedure. It is unknown if the ipg was sent into surgery mode prior to the surgery. As such, surgical intervention was undertaken and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.